Event description:
On (B)(6) 2025, it was reported that the user was transported to the hospital on (B)(6) 2025. The user has an active cancer diagnosis and receives immunotherapy every three weeks. A blood glucose (bg) level of 500 mg/dl was reported and treated with intravenous (IV) insulin. The event did not result in long-term health consequences. The user was advised to consult their clinical care team regarding ilet use during chemotherapy.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Log review showed elevated bg alarms, multiple cgm alerts, and IV insulin administration consistent with user-reported hyperglycemia. There was no evidence of device malfunction or performance issue. Based on device data, the user experienced sustained hyperglycemia beginning on (B)(6) 2025 and continuing into the early hours of (B)(6) 2025. The exact cause is unclear and may be multifactorial. Potential contributors include infusion set failure, lack of corrective action despite acknowledgment of hyperglycemia-related alarms, physiologic stress, medication effects (e.g., corticosteroid pretreatment for chemotherapy), or dietary factors. Without additional context, a definitive cause cannot be determined.